Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73g1900630 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, in people's hospital of changshou district, the clip could not be closed during hepatectomy then changing a new lot product and it worked well. There was no impact on the patient.